Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which states: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The event can be prevented by following the instructions for use (IFU) which states: important information ¿ please read before use warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the angulation could not be controlled due to a cut angle wire. This finding was due to wear and tear of the angle wire. Upon further inspection, it was observed that the inside of the light guide lens was dirty and had discoloration. It was also observed that the suction, air, and water cylinders had discoloration. It was observed that the forceps channel port was deformed. It was also observed that the grip and the light guide cover glass had a scratch. It was observed that the electrical connector, mouthpiece and left arm had corrosion. It was also observed that the connecting tube and universal cord had buckling. It was observed that the image guide protector was damaged. It was also observed that the adhesive around the objective lens had wear. It was lastly observed that the distal end was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii duodenovideoscope had a ¿small wheel adjusted to the right. ¿the reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the inside of the light guide lens is dirty which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.